Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a thoraco/lobectomy procedure, a piece of plastic sheet used to tie up the ligasure device cable was found within the patient cavity. The piece was removed from the cavity, and no patient injury resulted from the issue.

Manufacturer narrative:
The lf1723 cord shrink wrap was received for evaluation. The lf1723 device was not returned for evaluation. The customer reported that a piece of plastic sheet used to tie up the ligasure cable was found within the patient cavity and removed. The reported condition could not be confirmed. The investigation found no abnormalities with the returned shrink wrap. The root cause or a probable root cause to the customer¿s report could not be determined. If information is provided in the future, a supplemental report will be issued.